Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with no delivery on customer's insulin pump. The mother states there have been no errors that came up, but the customer's blood glucose level has been running high. The customer's blood glucose level at the time of incident was 587mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The customer states there is a crack on the reservoir compartment and below the esc button. The customer was advised the pump would be replaced and returned for analysis.